Manufacturer narrative:
D9, h2, h3: the return of bi71000532 provided the lot number 458974 rev. 1. The hardware was returned and analysis was performed. The solid-state relay passed visual inspection. During bench test, multi meter was used to verify a short in the relay when its attached to power supply. Relay performed as it should, passed bench test. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000489, serial/lot #: unknown, product ID: bi71000532, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 g2) foreign country: japan  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that imaging was completed and while waiting for the next use during the procedure, the image acquisition system (ias) restarted. After restarting, the ias worked well and was used. No known impact to patient outcome. There was no surgical delay.

Manufacturer narrative:
D9, h2, h3: the return of bi71000489 provided the lot number 041417297 rev. 7. The hardware was returned and analysis was performed. The analyst installed system control board in a test imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.